Manufacturer narrative:
Name: (B)(6). Country: (B)(6). Street: (B)(6). Street 2: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress (editable/can be removed). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced three infusion set bent cannula issues between (B)(6) 2026 occurring eighteen to twenty-four hours after insertion at the upper buttocks site resulting in high blood glucose which was managed with correction boluses.